Manufacturer narrative:
Bd received a photo from the customer facility for investigation. The customer photo was evaluated and the customer¿s indicated failure mode of ¿needle separation¿ with the incident lot was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Conclusion: based on evaluation of the photo that was received, the customer¿s indicated failure mode of ¿needle separation¿ with the incident lot was observed. Based on the investigation, a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the needle from a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder separated and remained in the tube stopper during use. No medical interventions reported.